Manufacturer narrative:
The service rep could not duplicate the problem.

Event description:
It was reported that the 9800 system displayed poor images in mag1 and mag2 modes. The customer completed the case with the unit. No patient injury was reported.